Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified a kink on the shaft at the location of the stent and the balloon. Due to the kink some struts on the fourth and the fifth row on the proximal end of the stent were raised up. There were some struts also raised on the first row on the proximal end of the stent. This damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, difficulty advancing and stent damage occurred. The procedure treated the 90% stenosed target lesion located in the mildly calcified and severely tortuous left circumflex artery. After pre-dilation, a 2.5x28mm promus element stent was advanced for treatment but met resistance during advancement. Upon removal, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, difficulty advancing and stent damage occurred. The procedure treated the 90% stenosed target lesion located in the mildly calcified and severely tortuous left circumflex artery. After pre-dilation, a 2.5x28mm promus element stent was advanced for treatment but met resistance during advancement. Upon removal, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.